Event description:
It was reported when the doctor was implanting thin flap screws into the patient's bone, three of the screws broke while implanting. The tip of the screws remain in the patient's bone. There were not any issues with the other screws implanted.